Event description:
It was reported that during a rectocele, the stapler cut but did not suture the tissue because some staples were not released. In addition, the release staples were malformed and caused lacerations of the rectum when the stapler was pulled out. As a result, a transfusion was necessary and the incision had to be extended. Additional information: the procedure was a correction of the anterior rectal wall: good exitus. Correction of the posterior rectal wall : 3 emi purse strings were created, the heads of the purse strings were pulled in order to bring the tissue into the stapler reservoir to be cut. The stapler was closed and fired, and after the stapler extraction, the surgeon noticed that the staples were not correctly formed and some of them had not been released. The suture was completed by hand with single stitches technique. Post-operatively, the patient developed a fever and a radiograph and cat scan were performed. A dehiscence of the posterior suture and retrorectal pouring was observed. It was necessary to reoperate and prepare a temporary ileostomy that will be closed in a month. The o.r time was extended by 1.5 hours and the patient was transfused with 3 units of blood.